Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) was not sensing appropriately and it passed all incoming functional tests. The main printed circuit board (pcb) was replaced as a preventative. It was noted that the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing appropriately resulting in a pulse being sent at an inappropriate stage of the patient's rhythm "r on t". Caller was unable to report if there was any resulting arrhythmia or negative patient outcome. The device was checked with the analyzer and all sensing was reported to be within normal tolerance. The return status of the device is unknown. No patient complications have been reported as a result of this event.